Event description:
Received many electro shocks. Many problems after ect including double vision, low blood pressure, lack of balance, severe nausea, severe headaches, seizures, severe memory loss, panic attacks, irregular sleep, depression, involuntary tremors in hands, urinary incontinence and increased hearing loss.